Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/22/2024. An investigation was conducted on 11/26/2024. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device heater wire. There were no visual defects observed on the clear intact hot jaw silicone insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal cold jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 300411369 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported vasoview hemopro 2 missing insulation on the jaws.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.